Event description:
It was reported that "the head section of the bed will no longer raise up. The customer states no noises come out of the motor when he presses the button on the pendant".

Manufacturer narrative:
It was reported that "the head section of the bed will no longer raise up.the customer states no noises come out of the motor when he presses the button on the pendant. The customer states they have checked all connections and even unplugged and re-plugged the bed back in again and the issue persists the foot and overall, height adjustment works fine, head section has no function. Foot section and hi/lo function normally". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.